Manufacturer narrative:
Batch review performed on 9 october 2019: lot 177445: 50 items manufactured and released on 06-mar-2018. Expiration date: 2023-02-11. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, more than 5 months after primary surgery, complaining of pain due to a dislocation of the natural patella. The cause of the dislocation is unknown. The surgeon resurfaced the patella and revised the poly, he implanted a thicker one. The surgery was completed successfully.